Event description:
New information received notes that programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient for follow up after the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia therapy for an episode of atrial fibrillation with high ventricular rate response. Further information was requested but not received.